Event description:
Prior to insertion of hta scope, it was found not to be working properly. Hta scope was found to not be transmitting the light source. Tried alternate light source; scope is still defective. Scope was sent for repair and the patient was rescheduled.